Manufacturer narrative:
Preventive maintenance for the console was performed at the customer's site and during testing, a console was observed not functional and the system generated an alarm. The console was returned to zoll and upon evaluation, the reported issue was confirmed during the functional testing. The probable root cause was determined to be a defective processor pca board in the display head of the console, as a result of normal wear and tear of the console. Thermogard console was manufactured in july 2012 and is more than 8 years old, well beyond its expected serviceable life of 5 years. The console failed the initial functional testing, the display head was blank and the system generated an alarm. The d4 and d6 connectors on the processor pca board were found leaking current. The defective processor pca board needs to be replaced to address the reported issue. As part of routine service during testing, the console was examined and a screw on the umbilical connector was observed missing. This type of issue found during the visual inspection is characteristic of normal wear and tear for the life of the device. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with sn (B)(4).

Event description:
During the preventive maintenance, the thermogard console (sn (B)(4)) did not work and the system generated an alarm.